Event description:
Procedure: colectomy. According to the reporter: when the surgeon tried to insert the eea31 into the rectal stump, the staple line (from the endo gia) was discovered to be insecure. The fired staple line was removed, and the anastomosis was done by suturing. Operative time was extended by more than 30 minutes.

Manufacturer narrative:
(B) (4).